Event description:
Customer reported that her insulin pump is overcorrecting. Customer stated that she took glucose tablets for the low reading and the blood glucose levels only went up to 89 mg/dl. Troubleshooting was performed, and the insulin pump did not pass the displacement test. The insulin pump also failed functional check. Customer also reported that the insulin pump was exposed to an MRI. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.